Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "comparison of porous-coated titanium femoral stems with and without hydroxyapatite coating" written by young hoo kim, md, jun shik kim, md, seung hwan oh, md, and ju moon kim, md published by the journal of bone and joint surgery, incorporated september 2003 was reviewed. The article's purpose to evaluate the clinical and radiographic results associated with proximally porous-coated titanium stems that were identical in geometry but differed with regard to proximal surface treatment (with or without hydroxyapatite coating). Data was compiled from 50 patients (100 hips) who underwent bilateral primary total hip arthroplasty and all patients received depuy products. The article includes radiographic images. Depuy products: ips cementless stem (with and without hydroxyapatite coating), duraloc cups (with 2 screws at times), poly liners, zirconia heads adverse events: limb length discrepancy with mild limp (less than 1 cm and no functional impact, no interventions provided) shelf pedestals (radiographically detected, no functional impact and no interventions provided) recurrent dislocation (treated by revision of acetabular component - understood as liner exchange and/or closed reduction) intraoperative greater trochanter fracture (treated by grip device) figure 3 provides radiographic image of (B)(6) man with same degree of calcar atrophy (no patient consequence, no interventions provided).